Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the tip of the seal plate on jaw a was lifted or damaged. Functional testing found that the device's jaw opening and closing mechanism was functioning properly. The seal cycle was interrupted. It was reported that the device did not seal completely. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: of damaged seal plate. The product analysis noted evidence that the device was not used as intended. This issue can occur due to a drop, due to the device coming in contact with a hard object, or during the insertion or extraction of the device's jaw from a trocar instrument. A damaged seal plate can result in alarm activations and difficulty with activating the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: do not attempt to seal or cut over clips or staples as incomplete seals/damage to the cutting blade will occur. Carefully insert and withdraw the instrument through the cannula to avoid damage to the device or injury to the patient or both. Close jaws using device lever before insertion/extraction in the cannula. Do not attempt to seal or cut over clips or staples as incomplete seals/damage to the cutting blade will occur. Contact between an active electrode and any metal objects may result in alternate site burns or incomplete seals. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: vlft10gen, vlft10gen ft series energy platformx1 (serial#: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during procedure there was inadequate or partial sealing with evidence of energy delivery and end tones heard, and bleeding occurred after cutting despite evidence of energy delivery. The ligasure device was plugged into generator with software version 4.0. Another ligasure device was used successfully with the same generator.

Manufacturer narrative:
Additional information: b5, g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a gastrectomy, there was inadequate or partial sealing with evidence of energy delivery and end tones heard, and bleeding occurred after cutting despite evidence of energy delivery occurred at the short gastric vessels. The tissue was less than 7mm. No re-grasp alert occurred. No blood transfusion was required. Cleaning of the jaws was performed when sealing failed. Approximately 50 successful seals were completed before the issue occurred. The device was plugged into generator with software version 4.0. Another device was used successfully with the same generator.